Event description:
It was reported that the pump battery would not charge and a power source alert occurred, indicating an issue with power supply. There was no adverse impact to the customer¿s blood glucose level. A replacement pump was sent, and the customer plans to use multiple daily injections (mdi) as backup therapy.